Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light blue (main body) and the dark blue (female connector) of the twist clamp ¿came apart¿ on a transfer set and as a result the transfer set could not be disconnected from the pd cycler. This occurred during disconnection from automated peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.